Manufacturer narrative:
H.6 investigation summary: bd has been provided with samples for catalog 300296 lot 1907199 to investigate for this record. Visual examination of the returned samples concluded that the white particles inside the syringe were composed by lubricant from the syringe barrel. As a result, bd was able to verify the reported issue of foreign matter. Bd has concluded that the mentioned "particles" consist of accumulation of "slip agent: which is used in the formulation of the polypropylene used to manufacture the syringe. This is used to facilitate the movement of the plunger along the barrel. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity remains inside to allow a good sliding performance during the injection operation. A toxicologic material risk assessment for amide slip agents used in bd discardit ii 2-piece syringes indicate an extremely low to negligible risk of materials-medicated adverse effect in this clinical application. All assessment tests passed, and it was determined that the reported white particles are inherent to the product design and material and should not represent any risk if the product is used according to the normal clinical practices. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection, no corrective actions are required at this time.

Event description:
It was reported that foreign matter occurred during use with a bd discardit¿ ii 20 ml syringe. The following information was provided by the initial reporter, "I would like to inform you that a doctor brought me back a 20ml syringe, 2 pieces (ref 300296), in the body of which one can see very clearly many white particles certainly coming from the material of the plunger. It is lot n° 1907199 - expiry date 06/2024. According to him it's not the first time it's happened. Indeed I just took a new one from the same batch to check it, we didn't see anything in this case, but when I opened it completely and ran my finger over the piston I got white dust on my finger." 2 occurrences were reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter occurred during use with a bd discardit¿ ii 20 ml syringe. The following information was provided by the initial reporter, "I would like to inform you that a doctor brought me back a 20ml syringe, 2 pieces (ref 300296), in the body of which one can see very clearly many white particles certainly coming from the material of the plunger. It is lot n° 1907199 - expiry date 06/2024. According to him it's not the first time it's happened. Indeed I just took a new one from the same batch to check it, we didn't see anything in this case, but when I opened it completely and ran my finger over the piston I got white dust on my finger." 2 occurrences were reported.